Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The flow control valve was replaced. (B)(4).

Event description:
The hospital reported that, during a case, higher pressure than expected was noted. There was no reported patient injury.